Event description:
It was reported that an ilet bionic pancreas generated repeated ¿alert 65 ¿ restart ilet¿ alarms that recurred after multiple restarts, with one meal delivery followed by an occlusion, and the user reverted to backup therapy; the device was replaced and the original unit was scheduled for return. Symptoms included hyperglycemia to 243 mg/dl lasting approximately four hours, without ketone testing, medical intervention, or immediate health effects. Outcomes included temporary interruption of insulin delivery and the need for backup therapy, without hospitalization. Investigation included collection of event details, and receipt and inspection of the returned device. Investigation of this case revealed a device alarm consistent with an audio over/under current condition leading to restart behavior, indicative of an audible alarm malfunction associated with the pump¿s audio subsystem. It was concluded that the cause was an electrical malfunction of the audio circuit consistent with product performance issue.